Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the delivery accuracy test at 0.08755 inches. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test. No unexpected no delivery alarm noted during testing. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had cracked case at display window corner and broken belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer's current blood glucose value was 479 mg/dl and 224 mg/dl. The customer experienced symptoms such as nausea and vomiting, abdominal pain, difficulty breathing, weakness, dehydrated excessive thirst and urination. Customer stated that insulin pump had motor error and no delivery alarm. The device will be returned for analysis.